Manufacturer narrative:
Analysis of the catheter (unknown lot#) found a non-significant anomaly. The sc connector was damaged at explant. Analysis of the pump (sn (B)(4)) found a non-significant anomaly, the pumps eos occurred due to time progression. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implantable infusion pump. The patient medical history/indication for use was noted as spasticity. The catheter model and serial number were not known. The dose, concentration, lot number, concomitant drug list, and patient age/gender/weight were noted as unable to obtain. It was reported that the pump was replaced, due to normal battery depletion. After replacement of the pump, the pump "connection went off". Specifically, the rubber/isolation at the connection close to the pump, was disconnected. It was noted that the connector would "not go on after the rubber connection went off". The pump and connector were replaced. The patient experienced no symptoms and was receiving effective therapy. The issue was resolved and the hcp had no further information. The pump and catheter were returned and received by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.